Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, when attempting to remove the starclose device after clip deployment, there was slight resistance as if the clip did not fully release from the device. Some tension was applied and the starclose device was removed from the patient. The clip had deployed and achieved hemostasis despite the feeling that it hasn't released fully. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.